Event description:
It was reported that the patient underwent an initial left total hip arthroplasty. Subsequently, approximately five years and ten months post-implantation, the patient experienced left anterior hip pain of unknown origin, with no fall or trauma reported. Imaging did not demonstrate any prosthetic issues, and medication was prescribed. Upon further follow-up, the patient remains in the study, and all initial components are still retained. No additional details have been provided at this time. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D10 - associated medical devices: cer bioloxd option hd 36mm; item# 650-1057; lot# 2904517. G7 finned 3 hole shell 50d; item# 110017102; lot# 6248681. G7 neutral e1 liner 36mm d; item# 010000856; lot# 6281670. Tloc 133 mp sp t1 pps ho 8x101; item# 51-109080; lot# 3590303. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.